Manufacturer narrative:
The unit was discarded and the reported failure could not be evaluated or confirmed. The most probable causes for the reported failure are lack of solvent during assembly and that the tube was cut too short. Device historical data showed that the most probable cause for the reported failure is that the tube was cut too short. In sum, the reported failure could not be confirmed as the device was discarded. The reported failure will be monitored for future reoccurrence.

Event description:
It was reported that fluid was leaking from the pump battery.